Event description:
The customer contacted baxter's technical service center regarding the home choice pro(hcp) making a funny noise, which occurred during use, during drain. The home patient (hp) said in her initial drain the hcp made a funny noise and did not drain her completely, and then moved on to fill. She said during her therapy she felt an uneasy feeling. The patient's last drain was 3600ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The nurse stated that the patient largest prescribed fill volume (lpfv) is equal to 2200ml, therefore this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). Ps informed the rn that this event meets overfill criteria. The nurse stated that the patient has been doing well since the event, and stated that patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error; the tidal total ultrafiltration (uf) removal was set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.